Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with lioresal intrathecal therapy via an implanted pump (concentration, dose, and lot number was unknown). The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. It was reported that the patient went through withdrawal after the (B)(6) surgery of her new pump. When the implant was done, the physician realized the catheter was broken at some point. The catheter was replaced and they had to start at a very low dose and build the dose back up. The patient was still having issues since then. The event date was noted as (B)(6) 2015. She did not feel like the physician was evaluating her condition appropriately and when she told him that, she was dismissed as a patient. If additional information is received, a follow up report will be sent.